Event description:
The lead was implanted on (B)(6) 2006. Remains implanted. It was reported low right pacing impedance. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).